Event description:
Catheter placed 2/9/97 in left cephalic vein. Pt discharged home. Home infusion co was notified on 2/14 that the catheter was leaking at the hub/catheter junction. The line was replaced with a new product.